Manufacturer narrative:
(B)(4).

Event description:
It was reported " ICU nurse notices alarm on patient's intra-aortic balloon counterpulsation pump, suggesting a helium leak". Additional information states the pump was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of helium loss alarm is not able to be confirmed. No iabp part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " ICU nurse notices alarm on patient's intra-aortic balloon counterpulsation pump, suggesting a helium leak". Additional information states the pump was removed and not replaced. The patient's current condition is reported as "fine."